Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4), units released. Lot expiry date: 2016-11.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 02 feb 2021 were reviewed. On (B)(6) 2015, the patient had a left knee arthroplasty to address severe degenerative joint disease. There were no complications noted during the procedure. Depuy components, including depuy patella and depuy cement x2 were used. On (B)(6) 2019, the patient was revised to address tibial tray loosening at the component/cement interface, extensive arthrofibrosis, and failed knee replacement. The tibial tray, tibial insert, and femoral components were revised. The patella remained in-situ. Depuy components were implanted during this procedure. The femoral component was removed to get to the loose tibial component. There were no deficiencies noted for the tibial insert or femoral component. Doi: (B)(6) 2015 dor: (B)(6) 2019 (left knee).